Manufacturer narrative:
Updated data: b5, b4, g3, g6, h1, h2, h11, d8, h3, h6 (type of investigation, investigation findings,health effect ¿ impact codes , medical device ¿ problem code, investigation conclusions). Corrected field: d10, d4 (serial & UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that while on site for a repair on another iabp, the fse was told that this was a repeat service call that was handled by a 3rd party "parts source" dispatched a tech and that tech was unable to find anything wrong. The customer was asking if we (getinge) knew anything about this call. They then advised getinge that they are trying to get the 3rd party to dispatch their tech to repair the system. Because the fiber optic issue is still displaying. Service advised customer that we would look at the unit if the customer wants but they want to go through the 3rd party first. Preventative maintenance was conducted after the 3rd party repair and all functional and safety checks were completed per manufacturer specifications. Repair information and patient harm information is limited as the 3rd party repair service did not provide much information.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement and no patient harm reported.

Event description:
Getinge service engineer was informed that cardiosave intra-aortic balloon pump (iabp) had fiber optic error while on site for a repair on another iabp. Patient was not involved. No harm reported.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.